Event description:
When the doctor attempted to advance the guide wire, the autotome met resistance and the wire looped back upon itself (noted on x-ray)approximately 3 to 4 inches. Doctor attempted to pull guidewire out and was unable to do so. The autotome was removed and replaced with another. Procedure was completed without injury to patient.